Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 adaptor had no power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Investigation results: the adaptor was returned to the factory. A pre-cautery test was performed using a reference power supply, cable and a hemopro 2 device. The adaptor did not pass the test as it did not provide power to the hemopro 2 device. The reported complaint was confirmed. (B)(4).